Manufacturer narrative:
The customer did not supply any patient's demographics such as age, date of birth, sex or weight. There is no evidence that the access toxo igg reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. (B)(4). All mdrs associated with this event are: 2122870-2016-00288, 2122870-2016-00289, 2122870-2016-00290, 2122870-2016-00291. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for ten patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). This MDR addresses the results obtained on the laboratory's access 2 immunoassay system (serial number (B)(4)) on (B)(6) 2016 for patient 8. The initial access toxo igg result recovered equivocal (grey zone). The customer reanalyzed the patient's sample three (3) additional times on the same laboratory's access 2 immunoassay system and obtained three (3) non-reactive results. There was no report of patient injury or change in patient treatment associated with these events. MDR 2122870-2016-00288 addresses the results obtained on the laboratory's access 2 immunoassay system (serial number (B)(4)) on (B)(6) 2016 for patients 1 and 2. MDR 2122870-2016-00289 addresses the results obtained on the laboratory's access 2 immunoassay system (serial number (b)(46)) on (B)(6) 2016 for patients 3, 4, 5, 6 and 7. MDR 2122870-2016-00291 addresses the results obtained on the laboratory's access 2 immunoassay system (serial number (B)(4)) on (B)(6) 2016 for patients 9 and 10. Calibrations and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 3,000rpm (rotations per minute) for five (5) minutes at four (4) degrees celsius. No issues with sample integrity were reported by the customer.